Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: finland the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable (signs of corrosion) and the device was out of calibration at the 0 reading. The motor was replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by zb sales rep that before the operation the dematome would not work when checked. There was no power at all. It is uncertain if the issue is with the dematome or the power unit. There was no patient involvement. Due diligence is complete as multiple attempts were made. However, no further information was received. As no additional information has been received, we are unable to provide further information. At product evaluation investigation the motor speeds were unstable no adverse events were reported as a result of this malfunction.